Manufacturer narrative:
(B)(4). Concomitant medical products: cat#904054 ez pass 70 degree left lot#: ni. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 904054, ez pass 70 degree left, 356880. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11101. Discarded.

Event description:
It was reported that the item would not pass the wire through the wheels on the device. Therefore, the device did not perform as expected. A replacement was opened from the same lot; however, the same issue occurred. Attempts have been made and additional information on the reported event is unavailable.